Manufacturer narrative:
The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh ver. 2 assay and the elecsys ft4 iii assay on a cobas e 411 immunoassay analyzer. The sample was tested three times, resulting with the following values: run1: tsh = 1.24 uiu/ml, ft4 = 1.40 ng/dl, run 2: tsh = 0.028 uiu/ml, ft4 = 0.039 ng/dl, run 3: tsh = 0.031 uiu/ml, ft4 = 0.039 ng/dl. Results from the sample were reported outside of the laboratory to a physician. The physician questioned the results because they did not agree with the clinical symptoms of the patient. The sample was repeated on (B)(6) 2020, resulting with the following values: tsh = 1.27 uiu/ml, ft4 = 1.39 ng/dl. The tsh reagent lot number was 448603 and the ft4 reagent lot number was 459257. The reagent expiration dates were requested, but not provided.